Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The patient alleges the deivce causes them to have a cough. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Tthe manufacturer previously received information that the patient alleged the device caused them to have a cough. There was no report of serious or permanent harm or injury.  The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the evidence of environmental contamination was confirmed; no foam was found. Faults or errors contained within the logs support system board contamination failures. This contamination is found throughout the entire device. All contamination found inside the device appears to be from the patient's environment: dirt, dust, hair, and other environmental particles are found throughout the inside of the air/flow path. The complaint aligns with sensor board contamination failures without any evidence of foam degeneration. In this report, section d9, g3, h3, h6 has been updated.